Manufacturer narrative:
(B)(4). The set has been received and the eval is pending. A follow up report will be submitted with failure investigation results once the eval is completed.

Event description:
Biomed reported a trifurcated syringe set leaking tpn. Biomed stated "the bag was a exactamix made by baxa containing tpn, total amount to be given was 1000ml. Taper on rate = 33.3ml/hr-60 min. Run tpn at 66.7 ml/hr for 14 hours. Taper off rate = 33.3 ml/hr-60 min". Set was used on a pt on a4s floor. Biomed pressure tested the set and stated "the leak was found at the top blue tip". There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.